Event description:
It was reported that, "as I was preparing this set for a new surgery, I noticed that this items were broken."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.